Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect(s) of dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported the procedure was to treat a moderately calcified and tortuous lesion in the right coronary artery (rca). The 2.75x48mm xience xpedition stent was deployed at 16-18 atmospheres (atm) however post stenting, a distal edge dissection was noted. Another stent was used to treat the dissection. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided. I